Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced high bgs (280-402 mg/dl) over a two hour period within the first day of activating a new pod. To counter the high bgs, he programmed a bolus, which was interrupted when the pod initiated a hazard alarm. The pod will be returned for evaluation.